Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2009 the plaintiff was implanted with a miniarc single incision sling system "to treat pelvic organ prolapse and/or stress urinary incontinence.' It was alleged that the plaintiff "began experiencing pain, infections, urinary problem and bowel problems" "returned to her physician several times", 'suffered and continues to suffer, serious bodily injury and harm," and has had other injuries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.